Event description:
The customer reported the monitor shuts off; no image was present on both main and secondary monitors. The video was routed to each monitor individually from serial digital interface (sdi) out 1 and sdi out 2 and had no sdi output. It happened during the middle of a diagnostic endoscopy and patient sedation involving an olympus video system center. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer called olympus technical assistance support (tac) to report the monitor shuts off in the middle of procedures when using the cv-190 clv-190 combo. Tac confirmed no image was present on both primary and secondary monitors. Video signals were routed individually via serial digital interface (sdi) out 1 and sdi out 2 and no sdi output was observed from the cv-190. Monitors were confirmed to be powering on normally. Tac advised returning the device for evaluation and was transferred to olympus corporation america (oca) repairs.